Event description:
It has been reported to philips that the exam room monitor was defective, preventing imaging. The device was in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) inspected the system remotely and confirmed that the monitor didn't turn on and was defective. The issue persisted after the reboot. The rse suggested the user to replace the defective monochrome monitor. The customer replaced the monochrome monitor by themselves to resolve the issue. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.